Manufacturer narrative:
Batch review performed on 17 jun 2025: lot 2119137: (B)(4) items manufactured and released on 07-mar-2022. Expiration date: 2027-02-22. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. The surgeon revised liner height, which is a common practice to restore the joint stability. There is no indication that any potential issue with the device may have caused or contributed to the event.

Event description:
At 2 years 9 months from primary, the patient came in reporting instability due to laxity and the cause of the laxity is unknown. The surgeon upsized the poly (from 12 to 20 mm) to give the patient more stability. The surgery was completed successfully.